Event description:
It was reported that cartridge did not fully snap into pump while customer was using case on pump. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and cartridge, removed loose o-ring from pneumatic tap, cleaned area, and successfully reloaded original cartridge, after which insulin therapy was resumed without further issue.